Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 250 to 300 mg/dl. The customer changed supplies multiple times to address the alarms. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.